Event description:
Boston scientific received this device for routine post market assessment following explant. No allegations from the field on product performance or adverse patient effects reported. Initial laboratory analysis confirmed the device did not meet the expected longevity duration provided in labeling.

Manufacturer narrative:
A review of device memory during returned product testing, revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.